Event description:
Report rec'd of a tubing separation. The pt was receiving a blood transfusion via tubing sent at an unspecified rate. The customer contact reported that the tubing "came apart" from the secure lock during the transfusion. Reportedly, the blood transfusion was stopped and the blood tubing set was disconnected from the pt and was discarded. There was no adverse pt sequelae as a result of this occurrence. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot # of the actual device that was used in was not identified. However, the issue of tubing separations was evaluated under a formal investigation. The most probable cause is incomplete application of solvent. Corrective actions included: expanding our training program to further emphasized bonding techniques, harmonizing the solvent bonding process across mfg facilities, and improving solvent bond inspection. The customer was able to identify the following two possible lot #s: 15053-5h and 14078-5h.